Manufacturer narrative:
No product was returned. An image of the explanted devices was provided however product identification could not be determined. One of the screws is fractured. It is unknown if the screw fractured in-vivo or during explantation. No further evaluation possible using the provided photographs. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D7 explantation date is planned for (B)(6) 2021 d11 ¿ medical products: tmj system right standard mandibular component 45mm / 7 hole, part# 24-6545-int, lot# 694600. Tmj system right fossa component, small, part# 24-6562-int, lot# 559670 unknown screws, part# ni, lot# ni.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown right temporomandibular joint fossa component, part# ni, lot# ni. Unknown right temporomandibular joint mandible component, part# ni, lot# ni. Unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the right side due to screw loosening. The implants will be replaced with a custom device. No additional patient consequences have been reported.